Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) in 2009. The lens was explanted in the same day, due to inflammation. The adverse event was observed at about one month later. Subsequently, the patient experienced hypopyon and corneal edema. The lens was not exchanged for another lens.